Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
It was reported that during a surgery upon implantation, one of the tips of the bone anchor snapped off prematurely leaving this tip in the bone. The surgeon was unable to locate and remove this tip. The tip was left in situ and another anchor was implanted into the same hole. No further information received.